Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Per sales rep: "patient had a periprosthetic fracture. Stem was revised and replaced with a longer monolithic stem. Shell stayed intact and liner was revised to an mdm." Comparing records from patient's prior revision indicate that a size 7 anato stem, 36 +5 biolox head, and 36f 0° liner were revised. Update: "there was a fracture laterally and slightly distal from the greater troch. Minor wear on the liner and head was observed.

Manufacturer narrative:
Reported event: an event regarding wear involving a ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review with clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture and wear of the liner and head. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Per sales rep: "patient had a periprosthetic fracture. Stem was revised and replaced with a longer monolithic stem. Shell stayed intact and liner was revised to an mdm." Comparing records from patient's prior revision indicate that a size 7 anato stem, 36 +5 biolox head, and 36f 0° liner were revised. Update: "there was a fracture laterally and slightly distal from the greater troch. Minor wear on the liner and head was observed.